Manufacturer narrative:
2/9/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The device was used during a sigmoid procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.